Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00058 and 1225714-2016-00059. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged the patient experience a cardiac arrest from the use of the product. It was noted the patient was admitted to the hospital for declotting of the left upper arm. After the procedure the patient coded and was resuscitated. No further information was provided.